Event description:
It was reported that the customer went to the emergency room (ER) due to to blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with insulin. At the time of the report with tandem technical support the customer was still at the ER. The customer alleged that the pump was not delivering insulin properly. Although requested, the customer declined to perform system check with tandem technical support and the alleged root cause could not be confirmed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.